Event description:
Medtronic received information that after the implant of this mechanical valve the leaflets did not open properly, determined manually by finger and then on echocardiogram. There was no sub-valvular tissue noted to be interfering. The valve was explanted and replaced with the same size valve. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the reported leaflet motion issue could not be determined as the valve was not returned for analysis. A supplemental report will be filed if the device is returned for analysis.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Device history review and investigation is still in process, once the review and investigation is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.